Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is spontaneous consumer report from (B)(6) of break in aseptic technique and peritonitis in patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient developed peritonitis requiring hospitalization that day. On (B)(6) 2010, the patient began treatment with continuing intraperitoneal injections of vancomycin 2gm daily, reflin 1gm daily, heparin 1000 units daily and amikacin 250mg (frequency not reported). At the time of this report, the patient continued to be hospitalized and the outcome for the event of peritonitis was unknown. It was not reported whether the patient was re-trained in aseptic technique, therefore the outcome of break in aseptic technique was unknown. The reporter considered the event of peritonitis due to a break in aseptic technique. Dianeal therapy was ongoing. The reporter considered the event of peritonitis unrelated to baxter pd solutions, however did not provide an opinion of causality for break in aseptic technique.